Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after dinner, with fingerstick readings of 264 mg/dl and 232 mg/dl and a sensation of feeling high and sugary; the user denied bent cannula or leaks, noted swelling under the infusion site suggestive of subcutaneous insulin pooling with poor absorption, changed the teflon infusion set, and subsequently glucose returned to normal range and remained within normal limits. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.